Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the healing abutment would not fit/seat on the implant at tooth location #31. No additional information was provided.

Event description:
Additional information was received from the customer confirming that the reported device is manufactured by nobel, not zimvie. Based on this information, zimvie does not have reporting responsibility and this event and complaint will be voided. Therefore, this supplemental report is being submitted as a retraction for MFR number 0001038806-2025-00711 that was submitted on april 1, 2025.

Manufacturer narrative:
This supplemental is being reported as a retraction statement as zimvie does not have reporting responsibility for the reported device and this event and complaint will be voided. Therefore, no additional reports will be submitted under MFR number 0001038806-2025-00711. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. H3 other text: device manufactured by a 3rd party.